Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. See related medwatch report # 2024601-2011-00036. The access port connector associated with this report has not been returned and was discarded after surgery on (B)(6) 2009 by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the band for analysis. Allergan has not received the band at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Surgeon reported the event as, "pt had band removed due to suspected leak in the balloon around the stomach. A replacement band was placed at the time of surgery also." The explanted device is being returned. Follow-up findings: investigation found that there was a previous access port revision surgery seven months prior to the removal of the aps lap-band system and the replacement access port kit. No info is available as to the identity of that kit. The access port removed during the first surgery was discarded and is not available for return. Continued leakage of contrast from the band was noted three months after the access port revision.